Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Furthermore the provided angiographic material was reviewed. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged. The crimped stent diameter still complies with the specification. The reported complaint event could not be reproduced. Review of the angiographic material did not lead to any further information regarding the complaint event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a mildly calcified lesion (greater than 70 percent stenosis degree) in a severely tortuous proximal rca. The lesion could not be crossed with the device. It was detected that the stent was deformed.